Event description:
The customer reported being hospitalized due to high blood glucose over 300 mg/dl. The customer experienced high ketones and was dehydrated. The caller stated that she did not feel well when her glucose level went up and her friends called the paramedics. The customer did not feel comfortable and requested a replacement of the insulin pump. The caller also mentioned having air bubbles, which caused her glucose to go up. Instructed the customer in regards the best practice to eliminate the air bubbles. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.